Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not be explanted at this time. The recipient's device is working properly. The recipient has resumed device use. This is the final report.